Event description:
It was reported that the patient's sensor readings are showing waveforms with an atypical morphology and troubleshooting has failed to resolve the issue.

Manufacturer narrative:
Additional information: a1, g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.